Manufacturer narrative:
The field service representative (fsr) performed troubleshooting, observed evidence of fibrin in the tube, cleaned the cuvettes, inspected the damaged probe tubing, cleaned the water inlet hoses and internal water tank. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. Return testing was not completed as returns were not available. A review of product historical data identified one additional ticket with erratic or discrepant creatinine (enzymatic) result and two associated with erratic or discrepant ldh result. The tracking and trending report review did not identify any trends for the architect c16000 processing module. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer observed falsely elevated creatinine result generated on the architect processing module for one patient sample. Sample ID (B)(6) was tested multiple times across two analyzers. The sample generated elevated initial result of 4.05 mg/dl, and normal results of 0.63 mg/dl, 0.62 mg/dl,and 0.64 mg/dl. The customers reference range is 0.55 - 1.02 mg/dl. There was no impact to patient management reported. The customer observed falsely elevated architect lactate dehydrogenase (ldh) assay result for one patient sample. Sample ID (B)(6) was tested multiple times across two analyzers. The sample generated elevated initial result of 329.74u/l, and normal results of 200.25u/l, 200.24u/l and 191.21u/l. The customers reference range is 125 to 220 u/l. There was no impact to patient management reported.